Event description:
It was reported via receipt of facility voluntary mw 1031575, that the filter chamber on one (1) b9220 y type blood set cracked and leaked. The report states that the health professional "squeezed the chamber a couple of times so the blood would fill above the white plastic piece, then it cracked." Limited info was provided and or known regarding the incident. It is unk how long the b9220 device was in use, what concomitant products, devices and or attachments were involved. One (1) b9220 device was returned to ICU medical, inc. For decontamination, testing and analysis. Visual inspection recorded that the plastic housing for the filter chamber was damaged as evidenced by a hole in the plastic. There were no visible cracks. The presence of the hole would allow to leak through. The involved mfg processes including the assembly work/set up areas were evaluated. The investigation recorded no mechanical/sharp equipment is present at the workstation where the device is manually assembled. Although the exact cause(s) of the filter chamber damage are unk the manufacturers' investigation concluded it was not attributable to the mfg processes and most likely occurred during use.